Manufacturer narrative:
The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular lead (lv) was left capped due to a fracture. It was mentioned that the patient had a truck accident in the past. Information provided from the field representative revealed that the damage was near clavicle first rib. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.